Manufacturer narrative:
(B)(4).

Event description:
Procedure: bilateral vats. According to the reporter: one endo gia roticulator 60-4.8 sulu (product code: (B)(4)) was fired one-third and then jammed even though the doctor followed the standard firing procedure and several firings before were smooth. The jammed sulu was unlocked from the endo gia universal 12mm single use instrument product code: (B)(4)). Another 60-4.8 sulu was loaded and fired, but the same problem was encountered. Another new dlu fired behind incomplete staple line. The incomplete staple line was resected.